Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that five days following an intraocular lens (iol) implant procedure, a patient developed an infection in the anterior chamber. There was inflammation after four to seven days and the patient experienced discomfort with pain and could not see in front. The inflammation was resolved after the anterior chamber was washed and antibiotic were applied. Additional information has been requested.

Manufacturer narrative:
(B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that five days following an intraocular lens (iol) implant procedure, a patient developed inflammation in the anterior chamber, not an infection.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the ophthalmologist, who believes that the inflammation is due to toxic material in apodized diffractive zone. The reporter has declined to provide additional information.